Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced. Device has been discarded.

Manufacturer narrative:
Clarification to d1-d4 device information: healthcare professional stated the devices are, "mcghan double lumen posterior valve smooth silicone prothesis". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.